Manufacturer narrative:
(B)(4). Although requested, devices or event logs have not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported an ICU patient was on an alaris system with 4 pump modules; 2 to the right of the pcu and 2 to the left of the pcu. As the patient was being transported to radiology, she noted that the 2 pumps on the right side had shut off without an alarm and the screens were blank (levophed and phenylephrine were infusing). The patient's blood pressure dropped. The nurse noted that the pcu display was dimmer and flickering slightly. The pumps on the left side were fine. She restarted the two pumps and plugged the system in and waited a few minutes for it to charge up. The patient's blood pressure returned to baseline when the drips were restored. The nurse then plugged the system into the bed outlet. There was no patient harm or medical intervention. No additional event or patient information was provided.